Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Because the reported issue could not be confirmed, a definite root cause could not be determined. However, a possible root cause can be due to damage to the shield or lock insert locking feature or excessive adhesive in the lock insert tangs. Control mechanisms are in place to prevent the occurrence and acceptance of syringe assemblies with high shield activation forces during the syringe assembly and packaging process. The manufacturing plant maintains a material verification process. The resin, lock inserts and adhesive must pass a certification review before material is released to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Molding processes are validated to ensure product quality during controlled processing. Critical dimensions are gauged to ensure dimensional requirements are met. Preventive maintenance of the molding tools is conducted at required frequencies, in order to ensure process capability is maintained. The syringe assembly process is validated. All molded barrels are treated prior to assembly to ensure the plastic surface is clean to ensure the adhesive can properly bond with the outer diameter of the cannula post. The adhesive dispense volumes are monitored and verified on a periodic basis. The syringe assembly machine verifies the movement of the safety shield during the assembly process. Physical testing of the syringe is conducted periodically throughout the production run to verify the shield activation forces are within specification limits. During manufacturing, associates inspect and test product to verify the syringe is properly assembled, functions and meets the specification requirements. A lot cannot be released unless it passes specification requirements. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a magellan safety needle. The customer states that the safety device on the tb syringe has too much resistance when activating the safety mechanism. Per additional information received from the customer, the safety shield would not consistently lock into place. Staff reported that they pushed up the safety device but that it slid back down, exposed the needle and caused a needle stick injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.